Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that screen of insulin pump was getting increasingly harder to read and had motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. No unexpected no delivery or motor error alarms noted during testing. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly was noted.